Event description:
It was reported that balloon rupture occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and no damage observed. The position of the rupture was found on the middle of the balloon in the shape of a pinhole. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and no damage observed. The position of the rupture was found on the middle of the balloon in the shape of a pinhole. Another of the same model was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the target lesion was 90% stenosed and was moderately tortuous and moderately calcified located in the iliac artery.